Event description:
Pt was implanted with advance sling on (B)(6) 2010. Pt reported that his "continence situation is no better and even worse when I cough. I still wear pads and nothing has changed." He also stated that he has an infection in his "crotch" that hasn't healed, and he couldn't walk for a month from a hamstring pull, it has now been taken care of by a certain exercise. No further info provided.

Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.